Event description:
(B)(4) - it was reported by the consumer's caregiver that the (B)(4) mechanical wheelchair handle grip fell off, allegedly resulting in the patient falling to the floor , and the braking mechanism was not functioning. There was no patient injury reported.